Event description:
The customer reported the handle that turns the machine from side to side is broken c-arm sticks when raising up and down. No pt injury was reported.

Manufacturer narrative:
The handle assembly came apart and the service rep removed and reassembled it. The rep turned the steering several times the replaced the ps 3 for c arm sticking ran c-arm up and down. Sys operating as intended.